Event description:
Diffuse oedema in the macula of the right eye [macular oedema]. Glycaemia was above 500 mg/dl [hyperglycaemia]. Using novopen 3 demi but pen had a problem [device malfunction]. Has failed to apply 32iu because of the pen [device failure]. Case description: this serious spontaneous case reported by a consumer from (B)(6), concerns a male pt of unk age who was treated with novolin n penfill (long-acting insulin human) using novopen 4 (insulin delivery device) and novopen 3 demi (insulin delivery device) for an unk indication and experienced "diffuse oedema in the macula of the right eye", "glycaemia was above 500 mg/dl", "using novopen 3 demi but pen had a problem" and "has failed to apply 32iu because of the pen" beginning on an unk date. Patient's height: not reported. Medical history includes cardiac problems. In 1997 he had a surgery and inserted 3 saphenous. The pt takes 16 tables (names unspecified) daily. The patient had reportedly been taking novolin n penfill using novopen 4 and novopen 3 demi from an unk date. The pt was using novopen 3 demi, but the pen had a problem and the pt stopped applying with this pen and changed temporarily to syringe. Pt reports that his problem originated in the left eye view was caused by a trauma that occurred in his youth, when he was (B)(6), which generated a horizontal scar in the retina. That time he did not use insulin. About 5 years ago, the same left eye, he was stricken with dropsy and was already using insulin novolin n penfill with novopen 3 demi. He reports that started experiencing changes in blood glucose and dark spots in vision 9 months ago, when he started using novolin n penfill with novopen 4. After he reintroduced use of novolin n penfill with novopen 3 demi, his blood glucose established. The pt stated that the day before the reporting day, his glycaemia was 140 mg/dl by the morning. He applied 32iu as usual and at night he began to see small black dots in places that he looked; he informed that this happened whenever glycaemia was high. The pt believed that dose 32iu was failed to apply because of the pen. Glycaemia was above 500 mg/dl. The pt decided to apply 38iu with his old pen novopen 3 demi and around 10 pm, he woke up with normalized glucose level. After he reintroduced use of novolin n penfill with novopen 3 demi, his blood glucose established. On (B)(6) 2013 he had the diagnosis of diffuse oedema I the macula of the right eye and will have surgery on the next day from the day of reporting. The pt used novofine needle (4mmx23mm). He used the same needle for a week and kept it attached to the pen. Previously, he did not perform a flow verification test, after his contact with the call centre, he started doing it. He performed injections in the abdomen. He did not lift a skin fold; he waited 6 seconds to remove the needle from skin after the dosage selector has turned to zero. It was reported that the pt was dissatisfied with novopen. He thinks that novopen 4 was weaker than novopen 3 demi. Action taken to novolin n penfill was not reported. The outcome of the events "diffuse oedema in the macula of the right eye" and "glycaemia was above 500 mg/dl" was reported as "unknown". The outcome of the event "has failed to apply 32iu because of the pen" and "using novopen 3 demi pen had a problem" was not reported. Reporter comment: it was reported that the pt started using the same needle for 3 applications because the disposable use of the needle turns his treatment very expensive. The pt informed that the reason of his contact with nn affiliate in brazil was to report his dissatisfaction with novopen 4. He thinks that novopen 4 is weaker than novopen 3 demi.